Event description:
User reports analyzer leaked onto the floor during water tank replacement. User states no one was injured and no patient samples were involved. The field service representative determined an air lock in the pump to be the cause and he filled the water tank and bled air lines on the pumps. Performance testes were performed.